Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing investigation. A service and repair record review has been requested for the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the depth gauge broke during sterile processing on (B)(6) 2017. The depth gauge portion of the instrument broke off. There was no procedure or patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed on part # 319.006, synthes lot # 4988203: release to warehouse date: 05-may-2005, expiration date: na, supplier: manufactured by: (B)(4): no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition a service history review for part # 319.006, lot # 4988203. No service history review can be performed as part number 319.006 with lot number(s) 4988203 is a lot/batch controlled item. The manufacture date of this item is 5-may-2005. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service and repair evaluation was completed. The customer reported the depth gauge broke. The repair technician reported the tip of the depth gauge broke off. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Product development investigation was completed. A service and repair evaluation, device history record (DHR) review, visual inspection, and drawing review were performed as part of this investigation. The complaint condition is confirmed. The repair technician reported the tip of the depth gauge broke off and that the device was not repairable per the inspection sheet. This was confirmed by customer quality. As depicted in received pictures, the proximal portion of the needle is broken off where it connects to the calibrated body of the device. The distal pin is present and assembled. The distal portion of the needle component was returned and shows slight bending along the length of the component. The protection sleeve was not received. The balance of the device shows surface wear consistent with use and which would not impair the function of the device. In conclusion, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. Relevant drawings were reviewed based on the date of manufactured. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The material of the needle component (part # 319.006.3) is 316leh (l=low carbon, e=extra h=hard) 316 stainless steel (ss)), which is an appropriate material for an instrument component of this type. The part was determined to be suitable for the intended use when employed and maintained as recommended. Dimensional inspection of the threaded portion would not be applicable as it is already damaged. The returned depth gauge is used for measuring 2.0 mm and 2.4 mm screws in various trauma (including veterinary) plating systems. It is listed in techniques guides for the distal radius, distal ulna, elbow system, forefoot/midfoot, distal fibula, distal humerus, clavicle, rotation correction plate system and vet mini fragment system. The exact cause of the complaint condition cannot be determined as the handling and use of the device over its approximate 12 years of lifespan are unknown. However, the condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve component, which was not returned, to protect the needle during transport and an outer body component which adds additional protection to the needle attachment point during use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.